Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing (B)(4).

Event description:
It was reported the patient ((B)(6)) experienced an infection at the ipg site. The device was subsequently explanted. Cultures were positive for staphylococcus epidermidis. The patient was treated with antibiotics.